Manufacturer narrative:
Citation: ma, l., hoz, s.s., doheim, m., fadhil, a., sultany, a., al-bayati, a.r., nogueira, r., lang, m., gross, b.a,. Middle meningeal artery embolization for ¿trial-ineligible¿ chronic subdural hematomas. Neurosurgery 96 2025. Doi: 10.1227/neu.0000000000003136 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Note that the patient information (age, sex) is reflective of the mean of the patient data in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding middle meningeal artery embolization for ¿trial-ineligible¿ chronic subdural hematomas. The following medtronic devices were used: onyx liquid embolic among all patients adverse events / device product performance issues included: there was one instance of catheter entrapment. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no adverse events related to any medtronic products or devices.